Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) mentioned that the customer restarted the device, and pocket was able to show. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer had a non-standard compound loaded in the ab-4bakerb machine. The medication was originally pended and previously loaded; however, when the technician attempted to locate the machine and pocket details in the bd pyxis server during refill, the medication was not visible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.